Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the placement process, the catheter got stuck on a bone and was unable to be removed. The physician had to use a scope to locate and remove it. The patient did not bleed and was stable, and the study was completed.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. 3890 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The visual inspection found the tpe is damaged at sensor #34. The sensor is damaged where the tpe cut occurred. The ruled tubing is slightly discolored. The customer reported the catheter is damaged. The reported condition was confirmed. The investigation found the catheter calibrated , skipped thermal test due to the tpe damage. The impedance signal is unstable. The pico scope data shows sensor #34 is unstable. The investigation found the most probable cause to be the tpe damage. The probable root cause was found to be user mishandling. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the placement process, they were unable to remove the probe as it was stuck on the patient¿s bone. They used a scope to locate the probe and they were able to remove it. They were able to complete the procedure. The patient did not bleed. The customer noted that the patient had nasal surgery in the past.